Event description:
Info received states that pump's door platen is bent.

Manufacturer narrative:
Impact: which has damaged the platen, causing the pump to fail the 40 psi test. Replace platen assembly.